Event description:
(B)(4). Same case as MFR# 2134265-2010-02432. It was reported post a coronary artery stenting treatment procedure, a patient death occurred. Target lesion 1 was located in the left anterior descending (lad) artery. The vessel reference diameter was 2.7mm and lesion length was 30mm. Pre-procedure was 100% stenosis and post-procedure was 0% stenosis. A 2.75x28mm liberte stent was implanted. No attempt made for direct stenting. Target lesion 2 was located in the lad. The vessel reference diameter was 2.7mm and lesion length was 30mm. Pre-procedure was 100% stenosis and post-procedure was 0% stenosis. A 2.75x28mm liberte stent was implanted. No attempt made for direct stenting. The procedure was a technical success. 3 days later, the patient had sudden cardiac death. No further information was provided.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4). Device not returned for analysis.